Event description:
An aneutx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the device packaging indicated that the size of the iliac stent graft was 8.5 cm in length; however, when the device was deployed it appeared to be 5.5 cm in length. It was reported that the length was verified with a marker catheter. A 16 mm diameter x 8.5 cm length iliac limb was used to complete the case. No clinical sequelae were reported, and the patient is reported to be fine. Receipt and analysis of the delivery catheter and packaging are pending. Receipt of films is pending.